Event description:
It was reported that a patient underwent revision surgery to address a migrated mesa 2 rod.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.